Event description:
Pt"snts condition did not improve following CT placement, no bubbling after initial cxr showed no improvement, replaced with another CT, pneumothorax resolved. When tube moved, noted that tip of trocar broke off, was retrieved. Neonatal ICU. No reported injury to pt. Pt recovered.